Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: the event describes a patient "prolonged anastomosis" that occurred during a procedure using a tlc75 device. Can you provide further detail of what is meant by a "prolonged anastomosis"? I have spoken to the surgeon again regarding this and the postoperative outcome of patient was ¿prolonged ileus and not prolonged anastomosis. Can you please confirm if the "prolonged anastomsis" occurred during the original surgical procedure? N/a. What was the procedure that was being performed? Laparoscopic right hemi colectomy. How was the situation identified that led to the "prolonged anastomosis"? The patients became unwell post operatively and suffered with prolonged ileus. How was the issue addressed? The patients post operative recovery was extended and therefore remained in hospital a lot longer. Was there any patient consequence as a result of the event? Or was this issue identified after the original surgical procedure (meaning post-operatively)? Patients recovery period was longer. If yes, how many days after the original surgical procedure was the issue identified? Not sure. What was done to address the issue? I met with the surgeon with a colleague to try and offer support but he believes that this may have come about as he has had to slightly alter his surgical technique due to the discontinuation of tl90 . We have evaluated tx60 with him which will be good to use. When the bowel is narrow enough but he will still face challenges when he needs a 100 what is the current patient status? I believe the patient is now discharged from hospital. Additional question sent and response received: why does the surgeon believe that the stapling device led to the prolonged ileus? He does not know if there is a direct correlation between the stapling device and the complication but as he has had to recently change his technique due to the discontinuation of tl90 he suggests that this may be the cause for this complication.

Event description:
It was reported that during a laparoscopic hemicolectomy, sales rep had a discussion with this surgeon about case when he has operated and had to use an alternative product due to the discontinuation of another product. Patient had prolonged anastomosis. There was no patient impact and procedure was not extended greater than 30 minutes due to the failure.